Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to cracked end cap. Unable to verify compromised force sensor system alarm due to motor error alarms. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window, belt clip slot and reservoir tube lip. Unit received with minor scratched lcd window. Unit received with stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was 94 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.